Event description:
Description of event according to initial reporter: (B)(6) year old male consented in preserve on (B)(6) 2018 and had cook gunther-tulip vena cava filter placed the same day for contraindication to anticoagulation due to upcoming surgery. On (B)(6) 2018, patient presented to ed for right lower extremity edema. Ultrasound performed revealed right gastric vein with evidence of partial chronic thrombus and left gastrocnemius vein with evidence of total occluding subacute thrombus. Patient outcome: patient was advised to restart eliquis, was discharged from ed and sent home. This event is marked as ongoing.